Event description:
The core micro drill was sent for evaluation because it was overheating during a procedure. The procedure was completed with a readily available spare device without any procedure delay; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage within the internal components was identified as the probable cause of the device overheating. Corrosion damage can cause overheating. Corrosion damage can cause overheating due to increased friction between the moving components.